Event description:
It was reported that the existing cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rv and ra channel. The rv noise was oversensed and resulted in asystole greater than 2 seconds. The oversensed noise episodes have occurred at various times throughout the last 3 years and were suspected to be due to electromagnetic interference. The patient was brought in for further evaluation and the noise could not be reproduced. At this time, the products remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to correct the device coding and provide an updated conclusion code.